Event description:
It was reported, that the pt was implanted with an inflatable penile prosthesis on (B)(6) 2013. On (B)(6) 2013, it was found that the bowel had been perforated during the reservoir insertion. The entire device was explanted and the bowel was repaired on (B)(6) 2013.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate.